Event description:
Medtronic received info that during the robotic procedure, the metal tip fell off of this cannula. The metal tip was retrieved from the pt; however, it took longer than expected. There was no adverse pt effects reported. The device was returned to medtronic for analysis.

Manufacturer narrative:
Analysis: upon receipt, two cannula's were returned from the facility for analysis. Both cannulas contained body fluid contamination. Visual inspection of the first cannula revealed a deformation in the sump spring wind, 1-1/2 inches from the distal tip. In addition, the distal tip was completely detached from the cannula body. Further inspection noted adhesive material which circumferenced the sump tip connection and cannula body. Visual inspection of the second cannula did not reveal any damage to the body or tip. Both cannulas have been forwarded to the manufacturer for detailed analysis to determine root cause. Conclusion: visual inspection has confirmed that the tip of one of the cannula's was separated from the cannula body. The products have been forwarded to the manufacturer for detailed analysis to determine root cause. When this info becomes available, a follow-up report will be provided.